Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a future revision procedure has been indicated for unknown reasons; however, no revision has been reported to date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - 1992.

Event description:
It was reported patient underwent a left total hip arthroplasty in 1992. Subsequently, a future revision procedure has been indicated for unknown reasons. Additional information received reported the patient was revised on (B)(6) 2015 due to cup loosening.